Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between october 16, 2023 - october 17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. It was observed that residual antibiotic remained within the device which indicated that the device had slightly underinfused the dose. The device contained 8g flucloxacillin and citrate buffer in 0.9% 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.